Manufacturer narrative:
The reporter did not retain the involved device, so no direct investigation was possible. A review of the DHR for the lot reported disclosed no deviation from standard manufacturing procedures. The lot met all requirements for release. Three other similar reports have been received (9617787-2007-00037, 9617787-2007-00038 and 9617787-2007-00039). A site visit by the firm?s technical applications specialist was made to the reporter, at which time it was determined that the event appeared to be caused by the maintenance and/or use of the heat sealer used to seal the device. Summary: there was no evidence of a defect in the device; the event appears to be caused by use error.unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that, after first filling the freezing bag with processed cord blood and then heat sealing to create the small and large compartments of the freezing bag, a leak was detected.

Manufacturer narrative:
Device evaluation begun, but not yet completed.